Event description:
It was reported that the patient awoke with chest pain. An echocardiogram showed perforation and pericardial effusion. The right ventricular (rv) lead and right atrial (ra) lead were relocated. It was uncertain as to which lead was responsible. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.